Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l instaflash needle stick injury ed nurse stabbing. The needle failed to secure itself after inserting the catheter. The needle pierced the plastic sheath.

Manufacturer narrative:
Change in annex a code 2 vps representative samples (batch# 3326883, material# 393281) were subjected to visual inspection and functional separation force test, all results passed, and needle safety shield for all the samples were fully activated. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
Ed nurse stabbing. The needle failed to secure itself after inserting the catheter. The needle pierced the plastic sheath.

Manufacturer narrative:
2 vps representative samples (batch# 3326883, material# 393281) were subjected to visual inspection and functional separation force test, all results passed, and needle safety shield for all the samples were fully activated. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored and complaint will be reopened when sample is returned.

Event description:
Ed nurse stabbing. The needle failed to secure itself after inserting the catheter. The needle pierced the plastic sheath.